Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported off-label use was due to the device being used on a tricuspid valve. It should be noted that, per the indication for use section of the mitraclip system instruction for use (IFU), " the mitraclip system is a device indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr = 3+) due to a primary abnormality of the mitral apparatus (degenerative mitral regurgitation) in patients who have been determined to be at prohibitive risk for mitral valve surgery and in whom existing co-morbidities would not preclude the expected benefit from correction of the mitral regurgitation.¿ however, a cause for the reported slda cannot be determined. The reported patient effect of unchanged tr appears to be related to the slda. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. An xtw clip was inserted and deployed on the tricuspid valve. However, after deployment, the first clip detached from septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Tr remained at a grade of 4 and the procedure was discontinued. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6: device code 1494 - indication for use (use in tricuspid valve).

Event description:
It was reported this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. An xtw clip was inserted and deployed on the tricuspid valve. However, after deployment, the first clip detached from septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Tr remained at a grade of 4 and the procedure was discontinued. There were no adverse patient effects and no clinically significant delay in the procedure.